Manufacturer narrative:
A field service engineer (fse) was dispatched and found no evidence of leak at the wash collars or the reaction carousel. The cause of the leak could not be identified.

Event description:
A customer contacted beckman coulter inc. (Bci) a leak in the unicel dxc 600 synchron chemistry analyzer on the chemistry cartridge (cc) side. Per the customer, the exact location of the leak is unknown. No injury was reported.